Event description:
It was reported the programmer has been unable to communicate with the ipg. The charger has also had difficulty communicating with the ipg. The pt used the magnet to deactivate stimulation, but has been unable to turn stimulation back on. Allegedly, the pt's ipg is tilted in the pocket. A replacement programmer was sent to the pt to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.